Manufacturer narrative:
(B)(4) absorption problem occurred. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure approximately six months ago and suture was used. Following the procedure, it was reported that the suture did not absorb. The patient has developed multiple unspecified complications, including a small infection. Additional information has been requested.